Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced basic evaluation (be) for fecal incontinence. It was reported that the trial patient thought that the lead had moved or come loose because they did not feeling the stimulation (and needed at a higher level to feel it). The stimulation was raised to ensure the lead was still in place. It was also reported that patient felt the stimulation in a new area once it was raised enough where they felt it. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.